Manufacturer narrative:
(B)(4). Patient was born in 1962. Concomitant medical products: item # 163670 32mm mod head cocr +3mm neck lot# 00j3721167, item # 010000667 echo por fmrl lat nc 12x140mm lot# 38555973, item# 192112 echo por fmrl lat nc 12x140mm lot# 198640. Multiple MDR reports were filed for this event. Please see reports: 3002806535-2018-00818. Customer has indicated that the product will not be returned to zimmer biomet for investigation as product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient dislocated right hip approximately three months post-implantation. Attempts have been made for additional information; however none is available.

Event description:
It was reported patient dislocated right hip approximately three months post-implantation and underwent closed reduction. Attempts have been made for additional information; however none is available.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of xray. X-ray review shows superolateral subluxation/dislocation of the femoral head with respect to the acetabular cup. Image shows similar positioning with loss of articulation. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.